Manufacturer narrative:
The device was manufactured between september 14, 2018 - september 15, 2018. The device was received for evaluation. Unaided visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional testing was performed which revealed a leak from the spike port weld at the top of the tubing in the back of the bag. Additional magnified inspection was performed which observed a small tear hole at the spike port weld at the top of the tubing in the back of the bag, where the leak was located occurred. The reported condition was verified. The cause of the condition was not determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 500 ml eva tpn bag was leaking from an unspecified location. This occurred prior to use. There was no patient involvement. No additional information is available.